Event description:
Customer reported receiving results of hi and 168 mg/dl within 10 minutes on the same device. No action was taken based on device results. Customer did not have high or low blood glucose symptoms. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.